Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 4-may-2018 with the following findings: the black box data revealed evidence of unexplained power on reset. The returned battery cap was intact and without damage and able to fit securely to the pump for testing. The pump powered on normally and ez-prime steps successfully completed. The pump was exercised for 24 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.